Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
I just went to use a tool kit at acct (B)(4) and the indicator tool was stuck at 8. It would not move when placed over the valve, until I took the strong certas plus magnet to make it move. I believe it might have been dropped. I will send an official complaint when I'm in front of my computer tonight. Until then, can you please send me (1) 82-8860 for replacement. Thanks. (B)(4) 2016 per rep: did this event occur intra-operatively? Yes. Did the reported event cause any delays in the procedure over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? I used my tool kit to make the adjustments to the valve prior to implantation. Is the device being returned for evaluation? Yes. Is there a serial or lot number you can provide? Yes, to follow.